Event description:
As reported for this event by the customer, the device serial digital interface (sdi) connection is broken at the back of the device. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image as the serial digital interface (sdi) 1 out connector pin is damaged on the quantum board. In addition, there are deep scratches on the window screen which affects the image. The device passed all other functionality tests. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.